Manufacturer narrative:
Resolution and disposition: the fse replaced the 3 station solenoid to address the reported problem. Est and sst were rerun; both tests passed. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the patient circuit test failed. The fse clarified that the patient circuit test failed and the safety valve was stuck open due to the inspiratory solenoid tubing connection was broken. The customer reported there was no patient involvement.